Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported the patient had an infection at the generator site and was hospitalized. Patient was scheduled to be explanted. It was reported the patient removed their bandages on the day of surgery. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No known surgery has occurred to date. No additional relevant information has been received.